Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
An eye unit coordinator reported that the site had a faulty injector. In a follow up, she clarified that when an intraocular lens (iol) was being injected in the patient's eye, a haptic was damaged. The lens was removed and another lens was implanted. The patient had increased intraocular pressure following the surgery. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The lens was returned adhered to the back of the device. Viscoelastic is dried on the lens. One haptic is broken-gusset area. Type of viscoelastic is not provided. It is unknown if the qualified product was used. The root cause could not be determined for the broken haptic. The plunger was retracted and the lens was returned outside of the device. The plunger position in relation to the broken haptic during advancement cannot be determined. The manufacturer internal reference number is (B)(4).